Manufacturer narrative:
(B)(4).

Event description:
A surgeon reported an open spine clamp that has internal thread damage. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Suspect open spine clamp not returned to manufacturer for analysis.